Manufacturer narrative:
This is two of two initial MDR reports for this complaint, with associated manufacture report numbers of 1058196-2016-00066. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by the health care professional, during a stent assisted coil embolization of an aneurysm (size 2.4mm x 2.3mm) located at the posterior communicating artery the enterprise stent (enc452812/ 10380625) failed to deploy. The physician withdrew the stent with the prowler select plus microcatheter (606s255x/16059526) and completed the surgery using a new stent and microcatheter. There was no report of patient injury. As the patient had (B)(6), the products were discarded and are not available for return. It is unknown if medical intervention was required due to the reported event or if there was a surgical delay.

Manufacturer narrative:
This is two of two final MDR reports for this complaint, with associated manufacture report numbers of 1058196-2016-00066. Based on the information, the event could not be confirmed. The enterprise stent was not returned for analysis; therefore, the root cause of difficulty removing the stent from the microcatheter and the partial deployment of the stent could not be determined. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
As reported by the health care professional, during a stent assisted coil embolization of an aneurysm (size 2.4mm x 2.3mm) located at the posterior communicating artery the enterprise stent deployed partially. The deployment of the stent was attempted by placing the catheter distal to the target site, then advancing of the stent to the target site followed by withdrawal of the catheter; however the stent only deployed partially. A resistance was experienced by the physician during the introduction of the stent through the catheter. The physician withdrew the stent with the prowler select plus microcatheter and completed the surgery using a new stent and microcatheter. There were no damages noted on the prowler microcatheter and the enterprise stent prior to use, during use or upon removal. There was no report of patient injury. As the patient had (B)(6), the products were discarded and are not available for return. An adequate continuous flush was maintained through the microcatheter at all times. There were no reported medical interventions or delays due to the reported event.